Event description:
It was reported that patients spinal cord stimulator was not helping the pain. The patient underwent an explant procedure and patient was doing well postoperatively. The explanted device was discarded per hospital policy.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7109225/7109249.